Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 125 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was giving them too much insulin. Troubleshooting was completed. The customer also had 4 other low incidents in the 20 mg/dl range. The insulin pump will be returned for analysis.